Manufacturer narrative:
Concomitant medical products:product ID: 3889-33, lot# va1r23l, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The cause of the return of urgency and frequency, impedance issue, and setscrew issue was not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a return of urinary urgency and frequency on or just after (B)(6) 2019. The environmental/external/patient factors that may have led or contributed to the issue was a fall on (B)(6) 2019. The diagnostics/troubleshooting/interventions/actions performed included an impedance check by the office and reprogramming attempts on or around (B)(6) 2019. Impedances were >4000ohms on multiple electrodes and the reprogramming did not help with symptom relief. On (B)(6) 2019, the patient came in for a lead replacement. The ins was checked at that time and had a longevity of 48 or more months left using pre-op settings so the healthcare provider (hcp) was going to use that battery. When the battery was connected to the new lead, the lead securing screw would not torque the screw into place; it would not re-torque onto the new lead. The screw was tightened, but the lead was easily removed from the battery header with a slight tug. After multiple attempts of tightening the set screw, it was decided that the best option would be a new battery so the ins was replaced. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.